Event description:
It was reported that interrogation of this pacemaker was unsuccessful with different programmers and two different hospitals. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.